Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of over infusing and out of box failure. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer stated that the unit failed testing 3 times by over infusing but they only saved the last results - 139.67 ml/hr on a 125 ml/hr setting. Total volume over 30 minutes: 69.88 ml. This was an out of box failure, no patient involved.